Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a spleenectomy procedure. The product had a hole in the bag. The issue was corrected by using another product. There was no patient harm.